Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue event on (B)(6) 2026.the patient reported that infusion set tape did not sticking and cause of the product not adhering was due to sweating. No further information available.